Manufacturer narrative:
The pump passed the displacement, basic occlusion, and prime tests. However, the pump was stuck in the motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform error testing due to the motor error alarm during the bolus delivery. The pump also had minor scratches on the display window, a cracked case at the display window corner. Cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer's parent reported receiving a motor error alarm on the insulin pump during basal. Customer does not recall any significant events leading up to the alarm. Blood glucose level was 371 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.